Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the implant(s) was not returned, and the investigation was completed based on the supplied image(s). The image(s) was reviewed and was confirmed as the lag screw from the x-ray appears to be protruding resulting in the complaint condition. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038.195s. Lot number: h739538. Part manufacture date: 03-oct-2018. Manufacturing location: elmira. Part expiration date: 31-aug-2028. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 95mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision surgery due to pain. The lag screw was protruding out of lateral cortex which was causing pain to the patient. The surgeon exchanged the lag screw with a shorter lag screw. The set screw was backed out, the original lag screw removed, and a shorter lag screw was inserted following with the set screw going back down. The original case was performed approximately 6 months prior to revision surgery. The revision procedure was completed successfully. Patient status and outcome were unknown. Concomitant devices reported: unknown nails (part# unknown, lot# unknown, quantity 1), unknown screws: locking (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) tfna fenestrated screw 95mm - sterile. This is report 1 of 1 for (B)(4).